Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision of a head and liner.

Manufacturer narrative:
The following devices were also listed in this report: 22.2mm std lfit v40 head; cat# 6260-9-122; lot# 51797606. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision involving an trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a revision of a head and liner.